Manufacturer narrative:
Concomitant products: a3dr01 ipg, (B)(6) 2016.

Event description:
It was reported that the atrial lead exhibited low impedance and undersensing. The lead was programmed off and will not be replaced due to the patient's chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.